Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels on (B)(6) 2015. The customer's blood glucose was 380 mg/dl. She was hospitalized for 5 hours and treated with a few bags of saline. She was wearing the insulin pump at the time of the event. The customer felt that the device was the reason for her high blood glucose and declined to troubleshoot, requesting replacement of the device. On 7/6/2015, she called to reported high blood glucose despite having delivered bolus after bolus. She stated that her infusion set cannula was bent. The customer's blood glucose was 438 mg/dl. Her most recent blood glucose was 174 mg/dl. She stated that she changed her infusion sets thrice in the last 3 days. She stated that she probably should have gone to the hospital, but she refused to go. She complained of nausea and moderate ketones. She drank water and treated with 11 units of insulin via manual injection. She stated that she was receiving a replacement insulin pump